Event description:
An implant form was received indicating that the generator and lead were explanted due to prophylactic replacement and high impedance respectively. The explanting facility is historically known to throw away explanted devices in the or. No other relevant information has been received to date.

Event description:
Clinic notes were received and stated that the patient previously had their device disabled but was recently programmed back on, noting that the patient was not reporting any problems with the vns. It was mentioned that the patient is having less frequent seizures, but that the seizures that due present are more intense, averaging 6/month. At this appointment it was discovered that the lead impedance was high. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient¿s vns. No known surgical intervention has occurred to date. No other relevant information has been received to date.